Manufacturer narrative:
(B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24386. The pt received 4 leads, 2 of each with the same lot number. It was reported the pt has been experiencing ineffective stimulation. Diagnostic testing indicated high impedance readings on several contacts of the left, 3146 lead. Reprogramming to provide resolution via the left 3166 and 3146 lead was unsuccessful. Surgical intervention may take place at a later date.